Manufacturer narrative:
The customer's meter was returned for investigation. Performed visual inspection on returned meter and no issues were observed. Meter powered on with button. Meter did not power on with insertion of strips. Meter was de-cased and its internal components were inspected visually. It was determined that there was blood contamination on the port pins inside the test strip port. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would turn on with button press, but not with test strip insertion. Customer further reported that on (B)(6) 2018 she attempted to perform a test but the meter would not work so her husband took her to an emergency room. At the hospital, customer was diagnosed with hyperglycemia and treated with 6 units of humalog insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date received by mfg) was incorrectly documented in the initial MDR 30 day report. The correct date is january 19, 2018. (Pma510k#) was incorrectly documented in the initial MDR 30 day report. It has been updated. (Device evaluation) should have been selected.

Event description:
Customer reported her adc blood glucose meter would turn on with button press, but not with test strip insertion. Customer further reported that on (B)(6) 2018 she attempted to perform a test but the meter would not work so her husband took her to an emergency room. At the hospital, customer was diagnosed with hyperglycemia and treated with 6 units of humalog insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.